Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation. One photo was provided to our quality team for investigation. The image shows four sealed tray packages missing the batch, unique device identification (UDI), and expiration date information on all the tray packages. The condition observed is non-conforming per product specification. Quality alert will be issued to the plant, and re-training will be provided to responsible associates to address this issue. Furthermore, a device history record review was completed for provided lot number 4122257. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309605 batch# 4122257 it was reported that the bd luer-lok label content was missing. The following information was provided by the initial reporter: it was reported by customer that bd 10ml syringe trays missing lot and expiration information on the trays, verbatim: rcc received a complaint via email. Email(s) attached dmr # 308 po #: nj00009848 defect material description: syringe tray, 10ml bd 20pk (ref. 309605) lot number: 4122257 item code: 309605 defective quantity: (B)(4) trays defect description: four (4) bd 10ml syringe trays missing lot and expiration information on the trays, they came from case lot - 10ml syr, lot: 4122257, exp: 04-30-2029 observed date: august 22, 2024 observed during which process stage: picking ir/ dmi number if launched: - sample availability for supplier to investigate: yes is defective evidence (i.e. Pictures; test results etc.) Available? Yes is patient impacted? No if defect has been reported to third party? No if the defect report from quva customer? No is there a trend observed? No supplier action awareness/ attention this is for awareness only, please confirm receipt of this notification.